Event description:
It was reported that the pt received ER treatment for an automobile accident which occurred during an episode of hypoglycemia. The pt also received ER treatment for hypoglycemia in 2009.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. The pt reported that prior to the automobile accident, he delivered a meal bolus of insulin but did not eat. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.